Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll australia for evaluation. The customer's reported problem was verified and attributed to a transistor on the pacer/defib (pd) engine board. Therefore, the pd engine board was replaced to resolve the problem. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.